Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut during vitrectomy surgery. The procedure was completed by replacing the probe with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut, and nonconforming for actuation. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension was detached from the coupling, presence of adhesive observed on the extension. Gouge marks observed at several location along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows a pak label with the same product and lot number as reported. The complaint evaluation does not confirm the probe had a cut failure. The complaint evaluation confirms the probe had an actuation failure. The most likely cause for the actuation failure is the observed separation of components. The root cause for the separations of components as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe directions for use (dfu). It appears that the probe has experienced a use much greater timeframe than designated per the directions for use (dfu). The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported cut failure was not confirmed, and it appears that the observed separation of components was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).